Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a gauge inaccuracy issue occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6f short sheath was inserted using antegrade approach. After a non bsc guide wire crossed the lesion, a coyote balloon catheter was then delivered and dilatation was performed. During dilatation, it was observed on the cineangiogram that the balloon was inflated up to 10atm as indicated on the gauge of the encore 26 inflation device; however, it was noted that the needle of the gauge did not move past 10atm. The physician was not able to check the actual pressure added, thus, the physician deflated the balloon catheter. It was then confirmed on the cineangiogram that the balloon was deflated; however, the gauge of the encore 26 inflation device still showed 10atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR., the complaint device was returned for evaluation. The unit was visually inspected for any damage or defect. The gauge needle was reading 10atm. There was media in the flexcil line. A functional test of the complaint device was carried out using a bsc stopcock. The device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would show an increase in pressure; but when pressure was released, the needle returned to 5atm. Gauge accuracy test was also conducted and noted the gauge was indicating 10atm. When pressure was applied to the encore device to have the gauge indicating at 13atm, the pressure indicator read 1450 kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a gauge inaccuracy issue occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6f short sheath was inserted using antegrade approach. After a non bsc guide wire crossed the lesion, a coyote balloon catheter was then delivered and dilatation was performed. During dilatation, it was observed on the cineangiogram that the balloon was inflated up to 10atm as indicated on the gauge of the encore 26 inflation device; however, it was noted that the needle of the gauge did not move past 10atm. The physician was not able to check the actual pressure added, thus, the physician deflated the balloon catheter. It was then confirmed on the cineangiogram that the balloon was deflated; however, the gauge of the encore 26 inflation device still showed 10atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.